Manufacturer narrative:
Device passed the rewind, self test and the displacement test. No unexpected rewind anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had problems with insulin pump. It was reported that during rewind it went back and rewind, when hits the escape and went back to the sequence. The insulin pump will be returned for analysis.